Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 40 mg/dl to ¿high¿ (specific bg value was not provided); the cause was unknown. Customer consumed carbohydrates to address low bg and delivered a correction bolus via the pump to address high bg. Recommendation was made to discuss diabetes management with a health care professional.